Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-04-24. It was reported that the patient was allergic to nickel and that they had an allergic reaction to the stimulator device. The device was removed and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient requested the product material their lead and ins are made of because they stated that their issue started with their stimulator when the fusion hardware was removed (B)(6) 2017. They stated that they turned their implant off and started to have upper back pain and they never had upper back pain and when they turned the stimulator on the pain went away. The patient reported that they had an allergic reaction to nickel and wanted to know if nickel was in the product. The patient stated that they were not sure, but they thought it was an allergy to nickel. The patient stated that they would discuss the information with their healthcare provider¿s office. Information was provided regarding the lead and ins material. I was recommended that the patient go to their hcp¿s office if they had questions. It was reported the event occurred in (B)(6) 2017. No further complications were reported /anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.